Manufacturer narrative:
This device has been returned, and product analysis complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode. This device was thoroughly inspected and analyzed. Interrogation difficulties were replicated in the laboratory setting. Device memory was able to be reviewed and it was determined this pacemaker experienced memory corruption that could not be self-corrected by the device. The detected memory corruption and attempts to self-correct resulted in the clinically-observed errors. Detailed analysis revealed the memory faults were caused by an issue with the digital integrated circuit chip. Boston scientific will continue to monitor these mechanisms.

Event description:
It was reported that this pacemaker device was found in safety mode pre-implant procedure. No patient involvement was reported. New information was received indicating that the device is in the process of being returned. At the time of the procedure, a different boston scientific device was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was found in safety mode pre-implant procedure. The device is expected to be returned for analysis. No patient involvement was reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.